Manufacturer narrative:
(B)(4). Batch # u5c81k. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with the anvil and breakaway washer missing. There were no protruding staples, however, 6 stapes were noted inside pockets. In further analysis, marks were observed on the safety. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related an improper use of the device. The condition of the safety indicates that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during colorectal surgery, removed the cap and noted that staples were protruding. Changed another one to complete the procedure. No additional information could be provided.